Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage and medical intervention. It was reported that this was a mitraclip procedure to treat functional regurgitation (mr) with a grade of 4+. It was noted visualization was challenging due to poor imaging quality and heart rotated slightly off axis. The first clip delivery system (ntw 00421u158) was advanced to the mitral valve; however, despite multiple attempts to reposition the clip, the clip could not grasp both leaflets. The cds was removed with the clip attached. After removal of the ntw clip, it was suspected that the secondary chord tore as an additional flail was observed. The procedure continued with an xtw clip (00518u244). The xtw clip was successfully deployed, and captured the additional flail. But then the clip was observed to be partially moving while on the leaflets. Two additional xtw clips were deployed to stabilize the partially moving clip. Three clips were implanted, reducing mr to 2+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, the cause for the positioning failure could not be determined. The reported tissue damage was an outcome of positioning failure. The poor imaging resolution was due to patient anatomy and due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.